Event description:
Dr scheduled the procedure for pubovaginal sling with ajust sling. The anchor on the sling broke while inserting. Dr explanted the ajust sling and used a monarch sling instead. (B)(4).